Event description:
It was reported to medtronic neurosurgery that the catheter was occluded.

Manufacturer narrative:
The 85 cm of the peritoneal catheter was returned. The catheter was patent and passed leak testing. Therefore, the conditions of the complaint could not be duplicated by lab personnel. It is unk what caused the reported event. A review of the mfg records found no anomalies. No impact to the pt was reported.